Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported false readings on the pt's heart rate and no audible alarm. No pt harm was reported.